Manufacturer narrative:
Updated fields: h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e218, scratches observed on the metal tip, and scratches observed on the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope had an intermittent image. The issue occurred during an unknown diagnostic. The procedure was completed with the same device. There were no reports of patient harm.